Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to infection.

Manufacturer narrative:
Per (B)(4) final report. The manufacturer (gmt) has conducted an investigation into this event. All products associated with this event were manufactured, sterilised and packaged to the correct specifications at the time of manufacture. No anomalies were observed in the manufacturing and sterilisation records of the products involved that would have caused the reported adverse event. There was no evidence to suggest that the products involved have caused the infection experienced by the patient. Infection is a known complication with any invasive surgery procedure and the incident rate is followed by performing trending on reported events. Based on the available information, no further investigation can be conducted, and the root cause of the reported infection is undetermined. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to infection.